Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset before calling, received additional reset instructions and guidance to call during future issues or capture malfunction code by photo, customer chose to continue using current pump with backup plan to use alternate therapy if needed.